Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was returned attached to the suture. The loop end was noted to be missing. It was reported that the needle came loose from the strand. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of suture broken that has no relationship to the reported condition. Visual examination noted that the suture was returned broken at the barbed section. A metal ruler was used to measure the length of the returned suture and determined the suture length to be 7 1/2 inches. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis.¿ this loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the needle came loose from the strand. Another suture from the same batch was tried and the needle was found to be loose before use. The physician then used a normal nylon suture to complete the closure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlocm0114, vlocm0114 v-loc* 90 3-0 clr 30cm p14x12 (lot # a4c2378vfy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.